Event description:
An impella cp was placed to support a patient of unknown gender and age. The admission reason/indication and comorbidities are unknown. The team observed a gastrointestinal bleed. The nursing staff reported the vomit included blood clots. The patient was transfused blood back in 1 unit/shift. The team reported the hemoglobin/hematocrit was drawn and reported to be 7/22.9 g/dl. Due to the bleed the team held the heparin anticoagulation and planned for a scope. Anticoagulation necessary for the pump placement and support can contribute to bleeding.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D1, d4, and h4 product information received and updated. D6a and d6b provided. E4 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Major bleed: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.